Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their infusion set had a detached cannula from body which caused high blood glucose. The customer's blood glucose was 600 mg/dl. Customer had high blood glucose three days before calling but she was using insulin pump within 48 hours of high blood glucose event. Customer was advised the infusion set will be replaced. The device will not return for the analysis.